Event description:
It was reported that unknown penile implant was removed and replaced with a new tactra device due to unspecified reason. Additional information received stated that the patient experienced infection and no further complications were reported.